Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at 0:00 on the countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing log file fse found there is a malfunction on flex vision pc has grabber card. Upon troubleshooting, fse found that the flex vision pc grabber card was defective. To resolve the issue, the fse replaced the flex vision pc grabber card. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. To resolve this, philips has initiated a medical device correction (z-1144-2024). After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.